Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's wife stated that the customer was in a car accident and treated by paramedics as a result of hypoglycemia. The customer's wife stated that the customer checked his blood glucose prior to driving and it was low, so he ate a snack and then got in the car. The customer's wife also stated that the customer suffers from addison's disease. The customer's wife stated that the customer's blood glucose levels are uncontrolled and that the addison's disease complicates his diabetes treatment. The customer's wife was advised to discuss the situation with the customer's doctor. Nothing further was reported.